Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d1, d2a, d2b, e2, g4. Additional information: d4 catalog. E1. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information was requested, and the following was obtained: please clarify if the product used on the patient is dermabond or prineo? Prineo (clr602) product code and lot number of product used? Clr602 (we don't have the lot). Is a photo available of the patient¿s reaction? I don't have. Was any surgical intervention performed? No. Were any cultures taken? Results? No. Please describe how the adhesive was applied. Adhesive applied on top of the incision, with a layer of liquid product on top. How was the wound cleaned and dried prior to prineo/ dermabond application? I don't have the information. What prep was used prior to, during or after adhesive use? I don't have the information was a dressing placed over the incision? If so, what type of cover dressing was used? No, he had used stickers before. Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? No. Is the patient hypersensitive to pressure sensitive adhesives? No. Was patient screening done before the procedure, e.g., check that the patient is not allergic to cyanoacrylate, formaldehyde, bac, or pressure-sensitive adhesive? Not specified. Patient demographics: initials / ID, gender, age or date of birth, bmi? Not specified. Patient pre-existing medical conditions (i.e., allergies, history of reactions)? Not specified has the patient used or been exposed to similar glues/agents for repair, crafts, or cosmetic use (lashes, nails)? The doctor reported that the patient had previously used skin patches and had no reaction. Current patient status? Not informed. Name of surgeon? (B)(6). What is the physician¿s opinion regarding the etiology of or contributing factors to this event? Allergic reaction to the product. Is the product available to return for analysis? No.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the procedure name? Mastopexy and mini abdominoplasty. What is the procedure date (dd/mm/yyyy)? 04/11/2025. What date did the reaction occur on (dd/mm/yyyy)? 09/11/2025. What does the reaction look like and how large of an area does the reaction cover? An allergic reaction occurred at the edges of the incision (sinuses and abdomen), where prineo glue was applied. Currently the area is hyperpigmented do you have any pictures of the reaction? Doctor will send me a photo was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Removal of the product on the fifth day after surgery. The doctor prescribed topical and whitening corticosteroids (for hyperpigmentation). If medication was required, please clarify if it was prescription strength. The doctor prescribed topical and whitening corticosteroids (for hyperpigmentation). Can you identify the product code and lot number of the product that was used? The doctor will send me the batch number and code what is the most current patient status? It is still hyperpigmented in the affected areas was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? The doctor reported that the patient had previously used skin patches and had no reaction. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if the product used on the patient is dermabond or prineo? Product code and lot number of product used? Is a photo available of the patient¿s reaction? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to prineo/ dermabond application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth, bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Current patient status? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis?

Event description:
It was reported that a patient underwent a mastopexy and mini abdominoplasty on (B)(6) 2025 and a topical skin adhesive was used. Five days post-op on (B)(6) 2025 , the patient had an allergic reaction that caused an allergy on the skin, formed blisters and the skin darkened both around the scar and in the scar. Throughout the region where the glue was applied, the patient had an allergic reaction, on the breast and on the abdomen scar. The adhesive was removed on the fifth day after surgery. The doctor prescribed topical and whitening corticosteroids (for hyperpigmentation). The current status of the patient was reported as still hyperpigmented in the affected areas. Additional information was requested.